Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the electrode pads would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation; instead an unopened package with the same lot number was returned. There was no physical damage found on the packaging. The packaging was opened and the electrodes were inspected and there was no evidence that could suggest that pads would not adhere to the skin effectively. The pads used at the time of the reported event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.